Event description:
It was reported that during a da vinci-assisted surgical procedure that one of the universal surgical manipulators (usm) moved when the instrument was removed. The intuitive surgical inc technical support engineer (tse) explained that the usm movement was likely caused by the guided tool change function, due to the instrument tip being bent. The customer stated that the tip was not bent. The tse advised that there is a possibility that the tip may have been bent in the depth direction of the screen, which would not be easily visible. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) explained that the arm movement was likely caused by the guided tool change function due to the instrument tip being bent. The customer stated that the tip was not bent; however, tse explained the possibility that the tip may have been bent in the depth direction of the screen, which would not be easily visible.